Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the connector was detached from the fiber and also had severe burn marks. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the laser beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face and leading to the connector separating from the fiber body.

Event description:
It was reported that the fiber could not transmit energy after the laser was started during the procedure. After checking the fiber, it was noticed that it was damaged. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the connector was detached from the fiber.